Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an esophagogastroduodenoscopy procedure, the generator displayed an error code. The customer attempted to use several catheters, but it displayed ¿no tissue contact¿. They used apc (argon plasma coagulation) procedure to correct the problem. A repeat procedure was performed on a different day due to the malfunction. The patient was prepped for the procedure and was under anesthesia. The last known patient status was stable and the device will be returned for investigation.

Manufacturer narrative:
Additional information: (evaluation summary): one used 1190a-115a was received for evaluation. The customer reported generator displayed "no tissue contact" error. Initial generator visual inspection found no notable conditions. Initial functional testing resulted in a p10 error displayed on front panel. The investigation isolated the failure to the pca rf board, but a root cause was not identified. The rf board was replaced to address the condition. A review of the device history records for the provided lot/serial number was completed and no entries pertinent to the event were noted and this lot/serial number was released meeting all specifications as manufactured. Corrected information: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.